Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency medical service and got hospitalized due to diabetic ketoacidosis level on (B)(6) 2020. Customer's blood glucose level was 136 mg/dl. Customer hard time for pushing the buttons. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer treated with insulin pump and manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer was taken to the hospital via emergency medical service and was hospitalized on (B)(6) 2021. The customer reported that the continuous glucose monitoring system was off for three weeks due to the buttons being hard to press.